Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation; however, a photo was provided which showed a kink in the tubing. The photo confirmed the complaint. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and photo received, the root cause of the kink/bend found within the tubing could not be conclusively determined. Although the complaint was confirmed with the picture and a bend/kink on the tubing was found; the root cause of the reported event could not conclusively determine how the bend/kink occurred and is inconclusive. If the pack is a trayless pack and included within a custom pak, a contributing factor can be related to human error while placing the product into the polyethylene gusset bag after 100% leak and flow test during the manufacturing process. Another contributing factor can be related to the placement of the trayless pouch within the custom pak. The trayless pouch is assembled and then is placed inside a custom pak. The tubing or items within the trayless pouch could potentially be damaged or bent if the custom pak is packaged too tightly or if another component puts pressure on the trayless components causing them to bend or causes a kink. If the pack is trayed, a contributing factor can be related to the improper placement of the tubing in the tray during the assembly of the pack during the manufacturing process. No further investigative or manufacturing actions are warranted at this time. For trayless packs, manufacturing drawings are intentionally designed to detail the correct orientation for the tubing and other sub-components within each custom pak. For trayed packs, procedural enhancements have been implemented for better handling of tubing and will help mitigate and reduce recurrence of the reported issue. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tube was bent strongly due to a broken ridge and it was difficult to adjust the suction pressure unless it was secured with tape during the cataract with intraocular lens implant surgery. The surgery was completed on the same day after replacing the product with another one. There was no information about patient impact.